Manufacturer narrative:
One opened/used enlite sensor was inspected and a bicarbonate buffer test was performed, the sensor failed per specifications due to high readings.

Event description:
The customer reported via phone call that the sensor had inaccurate readings which inappropriately triggered the threshold suspend alarm. The customer's blood glucose was 84 mg/dl and the sensor glucose was 48 at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in the acceptable range. Troubleshooting was performed. The customer called back later to report having the same issues. It was advised to remove and change the sensor. The sensor was returned for analysis.